Manufacturer narrative:
A ge service representative performed an on site investigation. The wiring and the iris were repaired. The system was tested and operates as intended.

Event description:
The customer reported that the 9800 system's collimator had been moving on its own. No pt injury was reported.